Manufacturer narrative:
Continued date of birth (a.2): (B)(6) year only received. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Migration: unable to observe as it is a medical event not related to the device. Additional observations: deformation is observed. Wear abrasion is observed. Crease is observed. Voids are observed. No further actions are required as the device was implanted.

Event description:
Patient initially reported left side "problems to breath, edema in hands and feet, 20 kg water in edema" not device related.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Migration: unable to observe as it is a medical event that is not related to the device. Additional observations: red encapsulation were observed on the shell. Red particles were observed on the shell. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, induration and dislocation, diagnosed by ultrasound and palpation. Device was explanted.